Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, a review of device records could not be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cleo 90 infusion set became detached at the connection point between the tubing and the luer lock, resulting in a high blood glucose level of 250 mg/dl. The outcome of the event is resolved. The operator of the device was the lay user/patient. There was no patient injury.